Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. This was characterized by a sudden change in impedance measurements, and lead fracture was suspected. There was no evidence of noise or oversensing at this time. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. This was characterized by a sudden change in impedance measurements, and lead fracture was suspected. There was no evidence of noise or oversensing at this time. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that the field representative increased the alert value and notified the physician. No additional adverse patient effects were reported. This ra lead is not expected to be returned for analysis. Additional information received reported that this right atrial (ra) lead was explanted and replaced. Ra lead conductor fracture was confirmed via x-ray. No additional adverse patient effects were reported. Additional information received reported that the location of the right atrial (ra) lead fracture was below the suture sleeve area. The lead fracture did not appear to be caused by clavicular rib entrapment as it was away from the rib, however it was difficult to say whether it was due to initial access.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. This was characterized by a sudden change in impedance measurements, and lead fracture was suspected. There was no evidence of noise or oversensing at this time. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that the field representative increased the alert value and notified the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. This was characterized by a sudden change in impedance measurements, and lead fracture was suspected. There was no evidence of noise or oversensing at this time. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that the field representative increased the alert value and notified the physician. No additional adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced. Ra lead conductor fracture was confirmed via x-ray. No additional adverse patient effects were reported. This ra lead is not expected to be returned for analysis.